Event description:
The complainant reported the patient was on impella cp support and just after the implant, the patient accidentally pulled the impella significantly into the aorta. Before a repositioning attempt was made the doctor discussed goals of care with the spouse who decided to withdraw care and transition to comfort measures. The patient expired after care was withdrawn. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue most likely was use related as the patient accidentally pulled the impella catheter significantly into the aorta.